Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the leak when the catheter was connected with sensors during use on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4). The customer provided one photo showing an arterial catheter whilst inside a patient. Visual analysis revealed that blood is pooling around the insertion site. An arrow is pointing to the connection of the catheter hub and the connector fitting. Therefore, it is assumed that this is the location of the observed leaking; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The IFU also states , "indwelling catheter should be routinely inspected for patency, security of dressing, and possible migration". The customer report of leaking arterial catheter was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the leak when the catheter was connected with sensors during use on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".